Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that the heartstart xl displayed an error 20004, which is associated with an on screen "system failure, cycle power" message. There was no patient involvement.